Event description:
As reported, resistance was encountered when rotating the tuning dial on a 10mm x 40mm smart control iliac self-expanding stent (ses) and the stent would not deploy with the wheel. The stent was able to be deployed in its intended location using the lever. There were no reported injuries to the patient. The device was stored per the instructions for use, and no damage was noted to the product packaging prior to use. The target vessel was the iliac artery, which had mild calcification, no tortuosity, 90% stenosis, and no acute angle. The smart locking pin was in place during advancement toward the lesion and was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to deployment, and the handle of the delivery system was held flat and straight outside the patient. The dial was rotated in a clockwise direction. The device will be returned for evaluation. Addendum: product evaluation revealed a separation of the guidewire lumen (inner shaft).

Manufacturer narrative:
Complaint conclusion: as reported, resistance was encountered when rotating the tuning dial on a 10mm x 40mm smart control iliac self-expanding stent (ses) and the stent would not deploy with the wheel. The stent was able to be deployed in its intended location using the lever. There were no reported injuries to the patient. The device was stored per the instructions for use, and no damage was noted to the product packaging prior to use. The target vessel was the iliac artery, which had mild calcification, no tortuosity, 90% stenosis, and no acute angle. The smart locking pin was in place during advancement toward the lesion and was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to deployment, and the handle of the delivery system was held flat and straight outside the patient. The dial was rotated in a clockwise direction. The device will be returned for evaluation. One non-sterile smart control, iliac 10x40ml device associated with the reported complaint was returned for investigation. Upon evaluation, the tuning dial was confirmed to be correctly assembled to the inner shaft tube. The deployment lever was observed to be displaced in the distal position consistent with deployment, and the locking pin was not present. The flushing valve and catheter tip were present. The stent was not returned with the device. Additionally, a separation of the deployment delivery system, involving the outer sheath and guidewire lumen, was identified approximately 97 cm from the distal tip. A deployment simulation was attempted; however, it could not be completed due to the absence of the stent. The tuning dial and deployment lever were reset to their manufacturing positions for functional assessment. Both components actuated as intended and performed in accordance with their design. Dimensional analysis of the catheter outer diameter near the separation site (approximately 97 cm from the distal tip) demonstrated measurements within specified limits. High-magnification examination of the separation interface revealed elongation features consistent with tensile overload at the site of failure. The reported ¿tuning dial rotation difficulty" could not be verified, as no functional anomalies were observed during simulated evaluation of the component. The tuning dial and deployment lever, when reset to their manufacturing positions, actuated as intended and performed in accordance with design specifications. Subsequent findings of a ¿guidewire lumen (inner shaft) separated¿ condition was observed approximately 97 cm from the distal tip of the device. High-magnification evaluation of the separation interface revealed elongation features consistent with tensile overstress. This condition was not reported at the time of the event. Given the absence of any reported delivery system separation during use, along with the functional performance of the deployment components during evaluation, it is unlikely that this condition contributed to the reported tuning dial difficulty. Based on the available information, it is possible that the observed separation occurred post-procedurally, such as during device handling, and/or shipping. Additionally, dimensional analysis confirmed that the catheter outer diameter near the separation site was within specification, and no manufacturing-related nonconformances were identified. Therefore, a definitive root cause for the reported tuning dial rotation difficulty could not be established. According to the instructions for use, which is not intended as a mitigation of risk, ¿preparation of stent delivery system: a. Open the box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See ¿warnings¿ section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. Flush the flushing valve of the stent delivery system with heparinized saline using a 3-cc syringe to expel air. Continue to flush until heparinized saline weeps from the distal catheter end. E. Flush the guidewire lumen of the stent delivery system with heparinized saline using a 20-cc syringe to expel air. Continue to flush until heparinized saline flows out of the wire lumen at the distal catheter tip. F. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Stent deployment procedure: 1. Insertion of introducer sheath or guiding catheter and guidewire a. Gain access at the appropriate site utilizing the appropriate accessory equipment compatible with the stent delivery system. B. Insert an .035¿ (0.89 mm) guidewire of an appropriate length through the introducer sheath or guide catheter. A. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site.¿ the information available and device analysis do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.